Event description:
Pt called to report she has been experiencing on-going pelvic pain for years. She also reported experiencing possible vaginal bleeding, low back pain, and groin pain. Patient states she had the mesh sling implanted at the same time she had a hysterectomy on (B)(6) 2002. Since then, the pt says she has experienced pelvic pain, urinary problems, constant pressure in pelvic area, and painful intercourse. Pt says after treatments and doctor visits, she has been unable to get to the bottom of the issue. Nothing has been able to take away her pain. She believes the mesh sling is the problem.